Event description:
N/a

Manufacturer narrative:
An event for patient effects of ventricular fibrillation and shock was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported ventricular fibrillation and shock could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm sjm masters series valsalva aortic valved graft was implanted in the patient. During procedure, the patient had intraoperative ventricular fibrillation (v-fib) and required 3 shocks. Two units of platelets was given to the patient. First day after the procedure, the patient had delirium. The patient was reported stable.